Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an evaluation was performed. A review of the downloaded device events log confirmed that the occurrence of system fault 223 in the device. It was determined that the cause of the system fault was a defective pneumatic block. The pneumatic block was replaced to address this issue. The device was serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 223) message. There was no patient injury reported as a result of this incident.